Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia (open). According to the reporter: surgeon had set the instrument at the small intestine and closed the magazine. He wanted to place a new magazine but could not open sulu anymore. Also the black removal lever could not be removed. In this situation surgeon fired the magazine. Also after complete firing of the whole clips the magazine had to be cut out of the intestine to set it free (cut off with two further magazines). There was unanticipated tissue loss of about 3-4 cm left and right of the defective magazine. Operating time was extended by more than 30 minutes. No reinforcement material was used. Patient status is okay.

Manufacturer narrative:
(B)(4).